Manufacturer narrative:
As reported in a research article, eight patients who had an unknown abbot valve implanted had pannus seen on cardiac computed tomography scan and the valves were replaced. Also reported was elevated pressure gradient or abnormal leaflet motion. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturing report: 2648612-2019-00107, 2648612-2019-00108. It was reported through a research article identifying abbott valves that may be related to a redo-surgery due to pannus formation. Specific patient information is documented as unknown. Details are listed in the attached article, titled [value of computed tomography radiomic features for differentiation of periprosthetic mass in patients with suspected prosthetic valve obstruction]. It was reported from the research article that pannus formation was observed in 20 patient from a cardiac computed tomography (CT) scan from january 2014 to august 2017. Eight of the patients were implanted with an unknown abbott valve. All eight patient underwent redo-surgery. No patient complications were reported post redo-surgery.